Manufacturer narrative:
Evaluation of the returned pod pc revealed a functional device. During functional testing, the pod pc was able to advance through its introducer sheath and a demonstration lantern without issue. Therefore, the reported complaint could not be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pc), non-penumbra coils, and a lantern delivery microcatheter (lantern). During the procedure, the physician placed a pod pc and two other coils in the target vessel using the lantern. Next, a pod pc was stuck in the starting position within the introducer sheath. Therefore, the pod pc was removed. The procedure was completed using additional pod pcs and the same lantern. There was no report of an adverse effect to the patient.